Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer¿s insulin pump had stuck button alarm. The customer¿s blood glucose level was 6.7 mmol/l. The customer reported that they had stuck button alarm during normal use. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test returning an unexpected hardware low level failures error. Hardware low level failures error is confirmed in the formatted history file due to a cold solder joint at keypad assembly. No unexpected stuck button alarms were noted during testing.